Event description:
During a coronary stent procedure, crossing difficulities were encountered. The physician has successfully placed an express2 16mm x 2.5mm in a circumflex lesion. The physician was attempting to place an express2 12mm x 2.5 mm distal to the first stent and was unable to cross the first stent. Upon removal it was noted that the proximal struts were flared opened and damaged. No patient injuries or complications were reported.